Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("uterine perforation") and nephrolithiasis ("kidney stones ") in a (B)(6) female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii and parity 3 (((B)(6) 2007, (B)(6) 1998, (B)(6) 1997)). Concurrent conditions included overweight. Concomitant products included levothyroxine for hypothyroidism. In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain, back pain ("back pain / lower back, sharp pains, aching, and tightness"), arthritis ("arthritis"), arthralgia ("joint pain / achy joints"), hypoaesthesia ("numbness in lower and upper extremities"), peripheral coldness ("cold numbness in lower and upper extremities"), menstrual disorder ("brown and dark red colored menstrual cycle"), eye movement disorder ("eye twitching"), acne ("acne on face and back"), menorrhagia ("heavy menstrual cycles causing blood clots"), mood swings ("extreme mood swings"), feeling abnormal ("brain fog"), amnesia ("memory loss"), confusional state ("confusion"), alopecia ("hair loss and thinning"), weight increased ("unexplained weight gain"), fatigue ("extreme fatigue"), sleep apnoea syndrome ("sleep apnea"), anxiety ("anxiety"), hirsutism ("facial hair"), candida infection ("candida"), eyelid ptosis ("slight eye drooping in one eye"), allergy to metals ("allergic to nickel") with hormone level abnormal, rash and peripheral swelling, device deployment issue ("the doctor informed her that the coil did not position correctly"), investigation noncompliance ("did not undergo essure confirmation test:"),treatment noncompliance ("dis not use birth control or contraception at any time following your essure placement procedure"),panic attack ("panic attacks "), depression (" depression "), loss of libido ("libido loss "),dizziness ("dizziness"),asthenia ("no energy "),muscle spasms ("cramping in legs "),breast swelling("swollen breasts "),breast tenderness("severe breast tenderness "),breast pain ("breasts with pain "), visual impairment("vision blackouts "),dyspnoea("shortness of breath "),hot flush("hot flashes "), abdominal distension("severe bloating and gas"), restless legs syndrome ("restless legs") and paraesthesia ("legs tingling "). The patient was treated with surgery (underwent hysterectomy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the uterine perforation, arthritis, arthralgia, allergy to metals, device deployment issue, investigation noncompliance,treatment noncompliance, nephrolithiasis,restless legs syndrome and paraesthesia outcome was unknown, the back pain, hypoaesthesia, peripheral coldness, menstrual disorder, eye movement disorder, acne, menorrhagia, mood swings, feeling abnormal, amnesia, confusional state, alopecia, weight increased, nephrolithiasis, fatigue, sleep apnoea syndrome, anxiety, hirsutism,eyelid ptosis,panic attack, depression,loss of libido,dizziness, asthenia, muscle spasms,breast swelling, breast tenderness,breast pain,visual impairment,dyspnoea, hot flush and abdominal distension had resolved and the candida infection had not resolved. The reporter considered acne, allergy to metals, alopecia, amnesia, anxiety, arthralgia, arthritis, back pain, candida infection, confusional state, device deployment issue, eye movement disorder, eyelid ptosis, fatigue, feeling abnormal, hirsutism, hypoaesthesia, investigation noncompliance, menorrhagia, menstrual disorder, mood swings, nephrolithiasis, peripheral coldness, sleep apnoea syndrome, treatment noncompliance, uterine perforation, weight increased, panic attack,depression,loss of libido,dizziness, asthenia, muscle spasms, breast swelling, breast tenderness, breast pain, visual impairment, dyspnoea, hot flush, abdominal distension, nephrolithiasis, restless legs syndrome and paraesthesia to be related to essure (ess205). The reporter commented: patient received medical treatment for hormone problems, which include many of the above symptoms,back pain,arthritis and joint pain,unexplained rashes on hands and back date of essure placement given as (B)(6) 2007 and (B)(6) 2007 (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Most recent follow-up information incorporated above includes: on 4-dec-2017: all events, concomitant condition, historical condition, reporter added from pfs. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.